Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Pulse generator interrogation on (B)(6) 2010, showed a battery voltage of 2.8 v, however the device exhibited an elective replacement indicator (eri) alert on (B)(6) 2010. Review of the device image confirmed that battery voltage had dropped to 1.976 v on (B)(6) 2010, causing the eri message. The reason for the voltage drop was unknown, but since it only happened once, it was thought to be due to an intermittent measurement anomaly.